Manufacturer narrative:
Philips service replaced the hard disk spare part and restored the software, resetting the patient database, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot, the screen was blank, and software restoration was required on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.